Manufacturer narrative:
Batch review performed on 07-sept-2023: lot 189537: (B)(4) items manufactured and released on 16-jan-2019. Expiration date: 2024-01-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
On (B)(6) 2021 the patient had primary surgery with competitor implants. On (B)(6) 2021, competitor implants were revised with medacta implants. About two years and 1 month later, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.